Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an endeavor resolute rx drug eluting stent. No damage was noted to the device packaging and no issues noted removing the device from the hoop/tray. The device was inspected and negative prep preformed with no issues noted. The lesion was pre-dilated. It was reported that during the procedure and while attempting to advance the device,resistance was encountered but no excessive force was used. The device did pass through a previously deployed stent. It was reported that stent deformation occurred in vivo during positioning while attempting to cross a complex injury. The physician completed the procedure using another endeavor resolute of the same size and batch. No patient injury reported. Please note that this device endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
The device was returned for analysis. The stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 1st, 2nd and 3rd distal stent wraps with struts raised and misaligned. There was deformation to the distal tip. One photograph was received. Deformation is visible to the first three stent segments, with struts raised. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.